Event description:
It was reported that the battery compartment is cracked and volume high. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed the tamper seal was missing upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was duplicated during the investigation. Root cause of the reported event is attributed to customer induced damage to the device battery compartment. The cracked battery compartment and expulsor assembly will be replaced and software reinstalled. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d4: correction: model number: 2120.